Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not filling the cylinders, which did not allow the patient to have an erection. Ultrasound revealed an empty reservoir. Therefore, a complete replacement was performed. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. The first cylinder had wear at a fold and a hole in the outer tubing in the proximal end of the cylinder, a small leak was identified. The kink resistant tubing (krt) was worn to the filament. The second cylinder krt had a hole consistent with sharp instrument damage during the explant procedure. The second cylinder had folds in the middle and proximal end of the cylinder. The pump was visually and microscopically examined, leak and functionally tested. The pump krt was worn t the filament. The pump passed the leak test; however, it did not pass activation tests. The reservoir was visually and microscopically examined, and leak tested. The reservoir had a leak at a hole from sharp instrument damage during the explant procedure. Therefore, it is considered a secondary failure. Based on analysis results, the cylinder hole and pump activation issues identified confirmed the reported fluid leak and inflation issues. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not filling the cylinders, which did not allow the patient to have an erection. Ultrasound revealed an empty reservoir. Therefore, a complete replacement was performed. There were no patient complications.